Event description:
Boston scientific crm received info that this right atrial lead was not successfully implanted after two hours of attempts. During the attempts, the pt started having complications with nausea and quit breathing. The pt was diagnosed with cardiac tamponade and passed away. This lead remains in the pt.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.